Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between april 18-19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 and d10: the events occurred in 04/13/2025, 04/14/2025, and 04/15/2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused during infusion. The issue was further described as approximately 25-30% of medication remained in the devices. The devices contained piperacillin/tazobactam 13500mg in 230ml 0.9% sodium chloride. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.